Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir of the insulin pump was leaking at p-cap and it was forming air bubbles. The customer stated that the customer experienced hyperglycemia due to this issue. The blood glucose level of the customer was 15 mmol/l. Troubleshooting was not performed and the product will return for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak and no air bubbles.